Manufacturer narrative:
(B)(4). The customer (biomed) evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to missing contact springs within the hard paddle plate adapter of the apex hard paddle. The customer replaced the paddle plate adapter and observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event, they attempted to deliver a synchronized cardioversion shock to a patient, but the device indicated "abnormal energy delivered." This message showed with all three attempts to deliver defibrillation energy and is an indication that energy may not have been delivered. The customer was able to utilize a backup device and was able to deliver defibrillation therapy to the patient. The patient did not suffer any adverse effects during the reported event.